Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.